Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they have been having issues with the insulin pump. The customer's blood glucose level was 400 mg/dl. The customer had treated their high blood glucose with an injection shot. The insulin pump had received a failed battery test and weak battery alert. There were no bent cannula, no site issues, and the bolus history was correct. The customer was not using the low glucose suspend feature because they were using the dexcom sensor. The insulin pump also received a no delivery alarm and a weak battery message. The customer did not receive a low battery alert prior to the off no power alert, however, a new battery fixed the issue. The insulin pump received a failed battery test but it did not show in the alarm history. However, the failed battery test did not occur during troubleshooting. The customer's mother was advised to monitor the insulin pump. The device will not return for analysis.